Event description:
Pt (female, age 31 yrs) entered emergency room on 10/7/96 complaining of pain in lower abdomen. Pt determined to have symptoms of septicemia. Pt also determined to have disseminated inravascular coagulation (dic) and was rapidly decompensating during hospitalization. Pt drawn for stat human chorionic gonadotropin test at 1:00pm same day. Value determined to be 106 miu/ml by subject device. (Expected values in non-pregnant females less than 5 miu/ml.) Ultrasound performed on pt indicated abdominal fluid; pt suspected of possible ectopic pregnancy. Laparoscopy performed on 10/7/96; according to pathologist, no indication of ectopic pregnancy found. Additional hcg test ordered post-laparoscopy (129.7 miu/ml) and, again, on morning of 10/8/96 (54.4 miu/ml). Pt demonstrated multiple system failure, elevated liver enzymes and kidney failure. Massive sepsis determined to be due to streptococcus pneumoniae. Pt deceased on or about 10/9/96. Upon death, no autopsy performed to confirm laparoscopy finding.